Event description:
Bed found in storage area. No pt injured. Brakes do not hold.

Manufacturer narrative:
Tech replaced connecting rod and performed function check. Bed operates as designed. Problem resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.